Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; stripped threads on the battery cap and damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/12/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: on examination, the battery compartment threads were noted to be damaged/stripped. Battery cap was attached and able to maintain electrical connection for investigation. Unrelated to the original complaint the display was noted to be dim, faded and discolored.